Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in an inappropriate shock. The patient was noted to be exercising at the time of the delivered therapy. The morphology of the patient rhythm was noted to have changed lead to the observed oversensing. Rhythmcare provided programming options to be considered to mitigate further inappropriate therapy. This device remains in service. No adverse patient effects were reported.